Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that end of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) indicated they heard beep tones coming from their device. The device triggered end of life (eol) with a monitoring voltage of 2.56 volts and charge time measurements of 30.116 seconds. Elective replacement indicator (eri) was not declared. The device was subsequently explanted and returned for analysis. No adverse patient effects were reported.